Manufacturer narrative:
The device was returned and the evaluation confirmed a sharp cut mark on the shaft. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid optical laparoscope had a sharp ring on the shaft. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and devoice evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "sharp ring on the shaft" was caused by a excessive force and incorrect handling. Olympus will continue to monitor field performance for this device.